Event description:
Account reported to dade behring that when testing qc atcc 29212 e. Faecalis on microscan gram-positive panels, they had observed insufficient growth (no results). Results were associated with identified prompt lot and resolved with use of an alternate prompt lot. Only qc was out of range, the results were not reported to the physician. Acceptable results were obtained upon repeat testing. There was no report of injury or illness associated with this issue.

Manufacturer narrative:
Eval codes: method; other - performance testing of customer returns and retention samples. Eval codes: results other - in-house testing performed and confirmed insufficient growth issue with customer provided samples and also with retention samples. Eval codes: conclusions; other - dade behring has initiated a field correction for this issue and notified customers of the potential for discrepant mic and/or identification results with clinical and qc isolates with the identified prompt inoculation system-d lot.